Event description:
A malfunction alarm identified as malf 9 was reported, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use current pump for insulin therapy.